Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) display only indicates a quarter full even after replacing the helium cylinder.there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The "date received by mfg"(g3) was submitted as 01/31/2025 in the previous MDR (mfg report number:2249723-2025-0000771).however, on 07/18/2025 an update was received that the event was reported on 01/30/2025. The parent aware date was changed accordingly. Kindly update in your database. Updated fields: b4,e1(initial reporter,event site email),e2,e3,e4,g1(contact person ¿ mfg site),g3,g6,h2,h3,h6,(type of investigation,investigation findings,investigation conclusions),h11 corrected fields:h6( medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and unable to identify any leaks with such low pressure and customer does not have a spare helium tank to test. Pump console leakage checks passed fine. It was found that the initial helium bottle was half full and that was indicated on the user interface and on the external gauge. As soon as a new helium bottle was connected, external helium level and pressure came to maximum and also internal helium level was completely full and no leakage was observed. Function test carried out and passed. Customer commence battery maintenance. Cardiosave handed to customer in good working condition safe for clinical use.

Event description:
N/a.